Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the battery of the device had depleted rapidly. The device remains implanted and the patient will be monitored and is stable. The device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator.

Manufacturer narrative:
Manufacturer report 2938836-2017-01871, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that there was a charge time out error on the device and the charging time limit had been reached. The device was explanted and replaced and the patient was stable.